Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6 investigation findings: c19 refers to the product history review. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, gore was notified concerning a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) which was reportedly used to treat a popliteal aneurysm. According to the report, at the time of deployment the deployment line became stuck. Reportedly, the wire became stuck after "just a few centimetres of advancement". The physician reportedly made the decision to change the device as a preventive measure to avoid deployment line breakage or incorrect positioning. It was further reported that the procedure was successfully completed using 3 vsx devices (1 vsx device 10 x 15 cm & 2 vsx devices 10 x 10 cm). There was no report that the patient manifested any symptoms as a result of the event. Additional information has been requested.

Event description:
On 30 july 2025, gore was notified concerning a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) which was reportedly used to treat a right sided popliteal aneurysm through femoral access. According to the report, at the time of deployment the deployment line became stuck. Reportedly, the wire became stuck after "just a few centimetres of advancement" prior to full device expansion. The physician reportedly made the decision to change the device as a preventive measure to avoid deployment line breakage or incorrect positioning. Additional information reported that no breakage occurred inside of the patient. Reportedly, no issues related to vessel tortuosity were noted and upon withdrawal of the device into the introducer there were no blockages noted. Retrieval force was reportedly within normal range. The physician reportedly was unable to determine the reason for the release wire blockage. It was further reported that the procedure was successfully completed using 3 vsx devices (1 vsx device 10 x 15 cm & 2 vsx devices 10 x 10 cm). There was no report that the patient manifested any symptoms as a result of the event.

Manufacturer narrative:
B5: event summary updated per new information. H6: coding updated per the investigation findings. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. The primary reported complaint could not be independently confirmed because there were no items returned for evaluation. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen the cause for the complaint could not be established with the available information.